Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: no related complaint received with return of device. Conclusion: failure observed during analysis. Final analysis found that a partial lead was returned. An insulation abrasion was noted at 20.2 cm to 20.8 cm from the distal tip. The abrasion was consistent with exposure to constant friction against another implantable device or heart feature. Insulation damage due to clavicular crush was observed at 20.9 cm to 21.8 cm from the distal tip. A fracture was observed in this region as well as at 22.3 cm from the distal tip. (B)(4).